Event description:
It was reported that the ventilator's pull magnet was found defective. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's pull magnet was found defective. Our field service engineer has investigated the reported machine on site. The ac/dc printed circuit board (pcb) and the plug and play pcb have been replaced and sent for investigation. Moreover, the o2 cell cable has been replaced due to a crack in the plastic part. The provided logs confirm the reported issue. The returned ac/dc has been tested in a machine. It passed the pre-use check. No abnormal found during ventilation. The returned o2 cell physical damage was confirmed by visual inspection. It was noticed by visual inspection that the returned plug and play pcb had a burned thermistor r61, which showed a major drift 1,8 ohm instead of 0,2 ohm. No further tests need to be done as this thermistor is part of the charger control circuit. A failure with this component will prevent the batteries from charging up.